Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. Analysis of the device memory indicated the battery measurement was not available. Analysis of the device memory indicated an issue with capture management. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was stuck in a non-wireless telemetry session. It was also noted that the data related to the device feature which automatically monitors pacing thresholds and adjust outputs data was not present on the report. The device was interrogated, and the persistent session active flag was cleared using a non-bluetooth telemetry session. The device remains in use. No patient complications have been reported as a result of this event.